Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed a33 alarm. Blood glucose was 160 mg/dl at the time of the incident. No further details was given. Troubleshooting was not performed. Device is expected to be returned for analysis.